Event description:
It was reported that the implantable neurostimulator (ins) turned off randomly. There was a loss of therapeutic effect. It was noted that every few weeks the ins would turn off, the patient would notice because their back would start to get really sore. It was further the noted that the patient was able to tell when it was off because when it was on and they cough they could feel a tingle down their leg. The patient believed the ¿probe¿ for his right leg was near a nerve so when he coughed it moved slightly and affected the nerve causing the tingle. It was noted that the patient would get the patient programmer and check and find it was off. The patient would press the white button on the front and they would feel the tingle come on and down their leg. It was noted that it had been doing this for the past 6-8 months prior to this report. There was no rhyme or reason to it. The patient had no idea why. It was not any specific time and it was not when the battery was at a specific charge. At the time of this report there was three fourths charge. The patient recharged every 2.5 to 3 weeks. There had been no event 6-8 months prior to this report. It was noted that it happened once every 2-3 weeks, it was not consistent. It was noted that the patient did not typically feel stimulation unless they coughed or made certain motions. The patient did not know it was off until they started getting sore or cough and did not feel the tingling. When the patient pressed the white button, ¿when he did that was when he felt tingles everywhere.¿ patient felt the tingling when they pressed the top button on the left of the patient programmer. It was noted that the patient stated ¿if they press the white button with the programmer still over the ins it turns it off.¿ the patient also stated they had pressed off accidently. It was further noted that the patient had had several body parts replaced; knees and shoulders. Patient had had right shoulder replaced on (B)(6) 2013 and had 31 operations. It was later reported that the patient had been having problems with the unit since the year prior to this report and it intermittently turning off. The patient had charged the night prior to this report, (B)(6) 2013 and during the night it turned off and the patient woke because back was hurting. It was noted that the patient had been over doing it and doing a lot of stuff. Stimulation had shut off again and this was the first time it had shut off since speaking to the manufacturing representative. The patient turned stimulation back on and was feeling stimulation. It was later reported that there was no stimulation sensation. The patient had an increased baseline pain. The event or symptoms occurred after recharging session on (B)(6) 2013. It was noted that the patient recharged on (B)(6) 2013 the patient¿s back was sore. It was noted that the patient took some medication, laid down and checked the ins as usual. The ins was off. Patients recharge schedule dates were as follows: (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 37744, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-45, lot # v906066, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot # v906066, implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).